Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water supplied insufficient due to clogging of the air/water nozzle, air/water nozzles clogged, and the draining function reduced, curved rubber adhesive missing, foreign object inside the nozzle, illumination lens cracked, adhesive part of the objective lens came off, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, liquid leakage to the scope connector, scratches found on the scope connector, scratches on the insertion tube, scratches found on the objective lens, shadows visible in image, scratches found on the operation part, scratches found on the tip cover, scratch on hardness adjustment ring, scratches found on the switch box, scratches on operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches on the scope connector side of the universal cord, scratches on the scope connector cover, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope having poor air supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material in the nozzle. It was further confirmed that the nozzle was not deformed, and no obvious reprocessing deviations were noted. Therefore, it was not possible to presume a further cause of the suggested phenomenon. Olympus will continue to monitor field performance for this device.